Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented on (B)(6) 2007 and was diagnosed with degenerative spondylosis, c4-5, c5-6, c6-7. Post-op pain, left anterior iliac crest graft area. The patient underwent placement and removal of gardner-well tongs for intraoperative axial traction. Harvesting of cortical cancellous left anterior iliac crest graft area. Anterior inferior partial c4, anterior, superior, inferior partial c5, anterior,superior, inferior partial c6, and anterior, superior partial c7 corpectomies, all using microscopic guidance bilateral anterior c4-5, c5-6, c6-7 foraminotomies. Anterior c4-5, c5-6, c6-7 interbody fusion grafting using cortical cancellous left anterior iliac crest graft material and bone morphogenic protein. Placement of anterior interbody cages, anterior c4, c5, c6 6 mm high, 14 mm wide, 12 mm deep c4-5, 7 mm high, 12 mm deep, 14 mm wide c5-6, 8 mm high, 16 mm wide, 14 mm deep c6-7, 0-degree angle atc4-5, 4-degree angle at the c5-6 and c6-7, and placement of anterior cervical plating system c4, c5, c6, c7 stryker reflex hybrid type, 5 mm long plate secured with bilateral 16-mm-long, 4-mm-diameter, self-drilling, self-tapping varying-angle screws at c5, c6, c7, at c4 of two 14-mm-long x 4-mm-diameter, non-tapping, self-drilling varying angle screws were used. On (B)(6) 2008: office visit: patient is having more back and leg pain and is scheduled to undergo thoracolumbar myelogram with post procedure CT scan of thoracic and lumbar spine also plain thoracolumbar spine x-rays with routine views and lateral flexion/extension studies of the lumbosacral spine. On (B)(6) 2008: office visit: patient still has minor pain in right lower thoracic region with some radiation laterally. States that pain is not severe now. Physical examination revealed neurological examination to be unchanged from last week. Review of recently performed thoracolumbar spine myelogram with post-procedure CT scan of thoracolumbar spine and cervical, thoracic, and lumbosacral spine x-rays show stable appearance of the spinal instrumentation and fusion grafts c4, c5, c6, c7, l4, l5, and s 1. The spinal cord stimulating system is present. The epidural electrode is midline; its upper portion is just above the t8 level. There is minimal left-sided t1 0-11 disk bulging. There is some minor disk bulging at l2-3, l3-4 with bilateral facet arthrosis. Continue to apply heat, can return to work with no restriction and return for follow up in two weeks. There are bilateral transpedicular screws extending from l4 to 51 with cages in the l4-l5 and ls-51 disc spaces. On (B)(6) 2008: office visit: back pain somewhat improves with local heat. Still has a frequent cough and post-nasal drainage when lies down at night. Physical examination revealed neurological examination to be unchanged from last month. Return in one month for follow up. On (B)(6) 2008: office visit: neck and upper back pain remain stable. Occasional dysphasia when eating meats. Physical examination revealed neurological examination to be unchanged from (B)(6). Continue medications. Start soft diet and advance as tolerated. Return in (B)(6) for follow up. On (B)(6) 2008: patient experienced fall with subsequent neck pain. Pain radiating to right upper extremity. Pain radiating to right upper extremity. On (B)(6) 2008: office visit: neck pain, upper back pain, dysphagia remain stable. Physical examination revealed the range of motion of cervical spine to be fairly good. Patient will continue medications and return in 2 months. On (B)(6) 2008: cervical spine views, reported cervical fusion history. Postsurgical changes of an anterior interbody fusion extending from c4-c7. Disc spacers identified at c4-c5, c5-c6, and c6-c7. Unremarkable alignment of the visualized cervical vertebral bodies on lateral projection. No fracture identified. Posterior elements intact and orthopedic hardware intact. On (B)(6) 2008: office visit: patient was attacked by a dog last month and has had worsening left-sided low back and hip pain. Patient is using thoracic spinal cord epidural stimulation system without benefit. Physical examination did reveal tenderness to palpation of left posterior iliac crest area. Patient will undergo lumbosacral spine x-rays, pelvic x-rays, and left hip x-rays and return for follow up afterwards. Spinal cord stimulator will be evaluated at the time. On (B)(6) 2008: exam of lumbar spine, patient had a fall with pain particularly in the left hip and has prior back surgery. A stimulator device is seen along the right lower quadrant with leads extending up to the lower thoracic spine region. Surgical changes are identified with disk space cages at l4-5 and l5-s 1 with posterior fusion at l4 through s 1. No evidence to suggest hardware failure. Alignment appears anatomic. Lateral bony fusion masses are seen. Alignment remains anatomic with flexion and extension. Previous surgical changes are identified with posterior fusion with laminectomy at the levels l4 through s1. Alignment remains anatomic with flexion and extension. On (B)(6) 2008: office visit: patient still has left hip pain as well as low back pain. Physical examination revealed neurological examination to be unchanged from earlier this month. On (B)(6) 2008: office visit: patient complains of increasing right hand numbness and cramping at night. On physical examination, phalen's sign was present on the right side and tinel's sign was also present at the right wrist in the volar aspect of the median nerve distribution. Patient will undergo nerve conduction velocity studies of upper extremities to evaluate for possible carpal tunnel syndrome. Recently performed left hip x-rays and lumbosacral spine x-rays were reviewed and showed no specific new abnormalities. Continue activities as tolerated and return in 2 months. On (B)(6) 2008: office visit: neck and arm pain continues. Physical examination revealed neurological examination to be unchanged from last month. Review of recently performed nerve conduction velocity studies of upper extremities reveal findings consistent with possible ulnar nerve abnormality or c8-tl nerve root irritation. Ordered cervical myelogram with post-procedure CT scan of cervical spine along with repeat cervical spine x-rays with routine and lateral flexion and extension views. On (B)(6) 2008: CT cervical myelogram, shows minimal disc bulge at the junctional c3-c4 level. Mild degeneration at facet joints at the c7-t1 level. On (B)(6) 2008: office visit: patient still has neck and right arm discomforts. Review of recently performed cervical myelogram with pos t-procedure CT scan of cervical spine revealed only mild disk bulging at the c3-4 level and some mild degenerative facet arthrosis at the c7-t1 level. There is no evidence for spinal canal stenosis, foramina encroachment or other abnormalities. Interbody fusion grafts at c4-5, c5-6, and c6-7 appear to be well incorporated. Spinal instrumentation at these levels also appeared to be appropriately placed. Started patient on home neck and back exercises, come back in (B)(6) for follow up. On (B)(6) 2008: office visit: patient injured mid back two days ago and now has low thoracic back pain with right-sided radicular symptoms. Patient will undergo thoracic spine CT and come back after for follow up. On (B)(6) 2008: office visit: mid back pain remains, but some improvement with lidoderm patches. Physical examination revealed her neurological examination to be unchanged from last month. Review of recently performed thoracic spine CT scan shows stable appearance of the small t1 0-11 disk protrusion. Continue with patches and vicodin 5/500 as ordered. Follow up in 6 weeks. Continue activities as tolerated. Continue home neck and back exercise. On (B)(6) 2009: office visit: patient still has back and leg pain. Scheduled her for physical therapy thru (B)(6), two times per week for a month. Follow up in (B)(6). On (B)(6) 2009: office visit: patient has made some progress in physical therapy and will continue. Reviewed recently performed cervical spine x-rays which showed stable appearance of the interbody fusion cages and anterior cervical plate system c4, c5, c6, and c7. Physical therapy will continue and patient will return in 6 weeks for follow up. On (B)(6) 2009: office visit: mid to upper back pain persists. Patient describes pain as knife-like in nature. Exhausted all physical therapy benefits and did not meet goals. Work duties prevent her from progressing. Also complains of deep bilateral elbow pain. Physical examination revealed her neurological examination to be unchanged from last month. Stopped formal physical therapy but continue home neck and back exercises. No work yet and come back in 6 weeks for follow up. On (B)(6) 2009: office visit: patient still has thoracic back pain and is not benefiting from physical therapy. Physical examination did reveal tenderness to palpation of the medial epicondyle of left elbow. Patient will undergo left elbow x-rays and radio nucleotide bone scan with special attention to upper thoracic spine and left elbow. Stop physical therapy at this time and remain off work for now. Patient will return for follow up once tests have been performed. On (B)(6) 2009: office visit: pain continues especially in left elbow. Physical examination still revealed tenderness to palpation in the anterior aspect of left medial epicondyle. Review of recently performed left elbow x-rays and radio nucleotide bone scan failed to reveal any significant abnormality of her left elbow. Feel that patient may have tendonitis of the left elbow, started patient on voltaren gel 2 grams. Return in 6 weeks for follow up. On (B)(6) 2009: office visit: upper and lower extremity paresthesia and dysesthesia. Feet feel like they are on fire and hands are both numb. Physical examination revealed neurological examination to be unchanged from (B)(6). Undergo repeat nerve conduction velocity study of upper and lower extremities. Return for followup when test results are in. On (B)(6) 2009: office visit: left leg pain remains. Review of her recently performed nerve conduction velocity studies of her lower extremities show no specific abnormalities. Patient may return to work now with restrictions. Return in 2 months for follow up. On (B)(6) 2009: office visit: continued lower extremity muscle spasms at night as well as bilateral elbow pain. Can only sleep 3-4 hours at a time and must get up and move around. Has returned to work on light duty. Physical examination revealed neurological examination to be unchanged from (B)(6). Continue present medication and return in 6 weeks for follow up. On (B)(6) 2009: office visit: patient still has left lower extremity muscle spasms at night and was started on flexeril 10 mg. Return in one month for follow up. On (B)(6) 2009: office visit: patient still has left leg pain and explains she cannot take flexeril. Ordered her to stop taking the flexeril. Was given zanaflex 4 mg and refilled norco (B)(4). Return in one month for follow up. On (B)(6) 2010: office visit: still has left elbow pain, left hand paresthesia, lower back pain, and left leg muscle spasms. Physical examination revealed neurological examination to be unchanged from last month. Continue medications and return in one month for follow up. On (B)(6) 2010: office visit: left elbow pain and left hand paresthesia are persistent as well as lower back and leg pain. Physical examination revealed neurological examination to be unchanged from last month. Return in one month for follow up. On (B)(6) 2010: CT scan of lumbosacral spine: sagittal reformations demonstrate previous posterior fusion of the lumbar spine extending from l4 to 51 with pedicular screws and rods. There has been accompanying poster laminectomy from l5-s1. There are disc space expanders at the l4-l5 and ls-51 disc spaces. Overall appearance and alignment of the effusion is unchanged from the prior study. Remaining lumbar vertebral bodies demonstrate normal bone mineralization and alignment. Vertebral body heights and disc spaces are well maintained. Scans through the l1-l2 disc space demonstrate mild facet arthropathy but no spinal canal stenosis or neural foramina narrowing. There is mild disc bulge but no focal herniation. Scans through the l2-l3 disc space demonstrates mild diffuse disc bulge without focal herniation. There is marked facet arthropathy with resultant moderate degree of spinal canal stenosis. Scans through the l3-l4 disc space demonstrate artifact from the previous posterior fusion. There is diffuse disc bulge without focal herniation. There is facet arthropathy and mild spinal canal stenosis. Scans through the l4-l5 disc space are limited secondary to the artifact from the posterior fusion. Scans through the ls-51 disc space are limited secondary to artifact from the previous post infusion. There is no evidence to suggest bowel canal stenosis at this level. Postoperative changes which are stable. Degenerative disc disease with accompanying facet arthropathy resulting in spinal canal stenosis most marked at the l2-l3 level and to a lesser degree the l3-l4 level. On (B)(6) 2010: office visit: patient is having more left leg pain after being in bed for an hours' time. Physical examination revealed diminished range of motion of lumbosacral spine in extension. Patient will undergo CT scan of lumbosacral spine to further evaluate left leg discomforts. Patient will return for follow up after study is completed. On (B)(6) 2010: office visit: patient still has lower back and left leg pain. Review of recent CT scan of lumbosacral spine does reveal spinal canal stenosis 12-3 greater than 13-4. Feel that the spinal canal stenosis is the cause of leg pain and agree that a trial of left sided l2-3, l3-4 transforaminal epidural steroid injections will be done as an outpatient through (B)(6) on (B)(6) 2010 under local IV sedation. Patient will return two weeks later for follow up. On (B)(6) 2010: diagnosis: symptomatic lumbar spinal canal stenosis. Transforaminal left l2-3 and left l3-4 epidural steroid injections. On (B)(6) 2010: office visit: patient stated 3-4 days relief from epidural steroid injections done on (B)(6) 2010 but left leg pain returned and now right leg has some discomfort as well. Physical examination revealed neurological examination to be unchanged from last month. Additional epidural steroid injections will done. Patient will then return for follow up. On (B)(6) 2010: diagnosis: symptomatic spinal canal stenosis l2-l3, l3-l4. Bilateral transforaminal epidural steroid injection (B)(6) 2010: office visit: patient complains of joint discomfort in wrists and ankles and not much improvement in leg pain after undergoing epidural steroid injections. Physical examination revealed neurological examination to be unchanged from last month. Increased neurontin to 300 mg and will undergo lab to evaluate arthralgias, ana, rheumatoid factor, sedimentation rate, (B)(6), lyme's titer, (B)(6) testing will be done. Patient will return when labs are in. On (B)(6) 2010: office visit: patient still has leg muscle spasms. Review of lab work was unremarkable. Prescribed tizanidine 4 mg. Report back in one month for follow up. Patient can continue on light duty work. On (B)(6) 2010: office visit: lower extremity muscle spasms have improved with the tizanidine and neurontin medications. Some cramping of right hand where thumb will flex without provocation. Physical examination revealed neurological examination to be unchanged from last month. Lab tests are ordered and will follow up with patient when results are in. On (B)(6) 2010: office visit: cramping of hands, feet, and legs. Ordered blood tests and will check back after results are in. On (B)(6) 2010: office visit: patient has occasional low back pain and left elbow pain and cramping of feet at night. Physical examination unchanged from last month. Serum myoglobin and ck studies reveal elevation of ck. Follow up in 3 weeks. On (B)(6) 2010: still has joint and muscle pain. Flare up on certain days. Physical examination unchanged from last month. Serum ck and serum myoglobin are both mildly elevated. Further testing will be ordered and patient will return after for follow up. On (B)(6) 2010: office visit: patient still having paresthesia in both feet and cramping. Review of recent lab studies show slight elevation of (B)(6) .patient will continue medication, weight loss, exercise regimen, and low glycemic diet and return in 6 weeks for follow up. On (B)(6) 2010: office visit: lower posterior neck pain remains stable. Patient still notes paresthesia and dysesthesia in feet and left hand. Physical examination revealed neurological examination to be unchanged from last month. Continue present medication and return in 6 weeks for follow up. On (B)(6) 2010: patient still has occasional spasms in left lower extremity that improve with lying down. Physical examination revealed neurological examination to be unchanged from (B)(6). Recently performed hemoglobin al c still is at 5.8% with average glucose being estimated at 120. Patient will continue diet and exercise for glycemic control. Will continue present medications and come back in 2 months for follow up. On (B)(6) 2011: office visit: for the most part, left lower extremity muscle spasms have become less frequent and patient is able to sleep uninterrupted most nights. Still notes worsening of left lower extremity muscle spasms with increased activities. Physical examination revealed neurological examination to be unchanged from december of last year. Follow up in 3 months. (B)(6) 2011: office visit: patient still has paresthesia, dyesthesia of both hands and feet. Patient also states she had developed a cough with congestion and respiratory symptoms similar to bronchitis. Physical examination did reveal coarse breath sounds in both lung fields. Recently performed hemoglobin a 1 c was slightly elevated at 5. 8%. Patient will continue with diabetic diet. Gave a prescription azithromycin 250 mg, #6 and gave a refill for amitriptyline 50 mg, #60 and tizanidine 4 mg, #90. Increased neurontin medication to 300 mg. Follow up in 3 months. On (B)(6) 2011: office visit: lower back and left leg pain remain. Patient has undergone therapy for bilateral knee problems. Physical examination revealed her neurological examination to be unchanged from (B)(6). Feel that repeat left-sided l2-3, l3-4 transforaminal epidural steroid injections would be appropriate now. Return 2 weeks later for follow up. On (B)(6) 2011: procedure: transforaminal left l2-3 and left l3-4 epidural steroid injections and fluoroscopic imaging of the patient's lumbar sacral spine during injections. Pre <(>&<)> post-op diagnosis: anxiety, symptomatic disk disease with radiculopathy l2-3, l3-4, degenerative spondylosis of the lumbar sac11111 spine without myelopathy. Initial views are ap view with 25 obliquity to the left posterior segmental spinous change plus screw fixation at l4, l5, and s1, threaded interbody fusion cage at l4-4 and l5-s1. Metallic marker first over the foramina of l3-4 on the left and then over l2-3 left. On (B)(6) 2011: office visit: temporary improvement with left leg pain with recently performed left-sided l2-3 and l3-4 transforaminal epidural steroid injections. Back pain continues. Physical examination revealed neurological examination to be unchanged from when month. Refilled prescriptions for elavil 50 mg, #60, tizanidine 4 mg, #90, and gave a prescription for ultram 50 mg, #90 one or two tablets to be taken every six hours as needed for pain. Patient will undergo bilateral l I, l2, l3, and l4 medial branch blocks. Follow up 2 weeks later. On (B)(6) 2011: procedure: bilateral t12, bilateral l1, bilateral l2, bilateral l3 medial branch blocks and fluoroscopic imaging of the patient's thoracolumbar spine during bilateral t12, bilateral l1, bilateral l2, bilateral 3 medial branch blocks. Pre <(>&<)> post-op diagnosis: anxiety, low back pain, thoracolumbar spondylosis without myelopathy. Initial views are oblique views with ap projection, both the right and left sides, and show metallic marker placements sequentially, first on the right and left side, in the upper medial portion of transverse process at l3, l2, l1 and t12. There is posterior signal screw fixation and interbody fusion cages at l4-5 and l5-s1. There is a thoracic epidural spinal cord stimulator generator and leads seen. On (B)(6) 2011: office visit: back pain has improved with recently performed bilateral t12-ll, l2, and l3 medial branch blocks. Physical examination revealed neurological examination to be unchanged from last month. Follow up in 6 weeks. On (B)(6) 2011: office visit: back and leg pain have remained stable since undergoing bilateral t12, l 1, l2, and l3 medial branch blocks that were performed two months ago. Physical examination revealed neurological examination to be unchanged from six weeks ago. Continue medication and return in 6 weeks for follow up. On (B)(6) 2011: office visit: patient claims increased upper lumbar and lower thoracic back pain. Physical examination revealed neurological examination to be unchanged from last month. Feel that repeat bilateral t 12, l I, l2, and l3 medial branch blocks would be of benefit. Report back 2 weeks later for follow up. On (B)(6) 2012: procedure: bilateral t12, l1, l2, and l3 medial branch blocks and fluoroscopic imaging of the patient's thoracolumbosacral spine during bilateral t12, l1, l2, l3 medial branch blocks. Pre <(>&<)> post-op diagnosis: anxiety, low back pain, symptomatic degenerative spondylosis l3-4, l2-3, l1-2 bilaterally. (B)(6) 2012: office visit: patient notes improvement in back pain for approximately 3 weeks' time after undergoing recent bilateral ti2, l I, l2, and l3 medial branch blocks. Back pain, however, has now returned. Physical examination revealed neurological examination to be unchanged from (B)(6). Feel that patient would benefit from bilateral t12, ll, l2, and l3 medial branch radiofrequency rhizotomies. Follow up 2 weeks after procedure. On (B)(6) 2012: procedure: right t12, l1, l2, l3 medial branch radiofrequency rhizotomies. Low back pain. Lumbar spondylosis without myelopathy. On (B)(6) 2012: surgery procedure: dr (B)(6), right-sided t12, l1, l2, l3 medial branch radiofrequency rhizotomies. Fluoroscopic imaging of patient's thoracolumbar spine during right-sided t12, l1, l2, l3 medial branch radiofrequency rhizotomies. Pre <(>&<)> post-op diagnosis: anxiety, low back pain, degenerative lumbar spondylosis without myelopathy. On (B)(6) 2012: office visit: patient has had 70% reduction in lower back discomforts after undergoing recently performed right t12, l 1, l2, and l3 medial branch radiofrequency rhizotomies. Physical examination revealed entry sites in thoracolumbar spine to be without any redness or tenderness. Follow up in 6 weeks. On (B)(6) 2012: office visit: for the most part, right-sided upper lumbar back discomforts have remained stable. Patient still notes some occasional lower back pain. Physical examination revealed neurological examination to be unchanged from (B)(6). Continue present medications and activities. Report back in (B)(6) for follow up. On (B)(6) 2012: office visit: patient had return of upper lumbar and lower thoracic back discomforts on the left ide. Neurological exam was unchanged from previous month's visit. Patient will undergo left side t12, l 1, l2, and l3 medial branch radiofrequency rhizotomies and follow up 2 weeks later. (B)(6) 2012: surgery procedure: left-sided t12, l1, l2, and l3 medial branch radiofrequency rhizotomies. Fluoroscopic imaging of the patient 1s thoracolumbar spine during left-sided t12, l1, l2, l3 medial branch radiofrequency rhizotomies. Pre <(>&<)> post-op diagnosis: low back pain, cervical lumbar spondylosis without myelopathy. Imaging studies of the patient's thoracolumbosacral spine has been performed including plain radiographs, 36-inch standing ap and lateral spinal x-rays and CT scan of the patient's thoracolumbar spine. No significant spinal canal stenosis has been detected; however, facet arthrosis is present. The patient underwent a trial of bilateral t12, l1, l2, and l3 medial branch blocks with relief of back discomforts. The patient did earlier this year undergo right-sided t12, l1, l2, and l3 medial branch radiofrequency rhizotomies with improvement in right sided back pain. The patient has had more left-sided mid to upper lumbar back pain as of late. It is felt that left-sided t12, l1, l2 and l3 medial branch radiofrequency rhizotomies would be of help now. On (B)(6) 2012: office visit: for the most part, upper lumbar and thoracic back pain and leg pain have improved after undergoing left-sided t12, l1, l2, and l3 medial branch radiofrequency rhizotomies. Physical exam revealed neurological exam to be unchanged from (B)(6). Patient can continue activities as tolerated and return in 6 weeks for follow up. On (B)(6) 2012: office visit: patient still having lower back and occasional leg pain but upper back pain has improved greatly after undergoing prior thoracic medical branch radiofrequency rhizotomies. Motor and sensory examination of upper and lower extremities appear to be equal and intact. Reflex testing revealed 1 to 2+ responses in both upper andlower extremities. Patient will continue present medications and activities as tolerated and come back in 8 weeks for follow up. On (B)(6) 2012: office visit: lower back and leg pains remain stable. Patient notes more left hand paresthesia especially at night and when she swims. Paresthesia are into thumb, index, middle, and ring fingers and awaken her at night. Denies any recent trauma to left hand or wrist. Range of motion of cervical spine good. Carotid pulses are felt to be full bilaterally without bruit. Cranial nerve examination ii-xii appeared to be grossly intact. Motor and sensory examination of upper and lower extremities reveal normal strength in all muscle groups. Sensation appeared to be in tact to light touch and pinprick in all dermatomes. Tinel's sign was negative in the volar aspect of her left wrist and phalen's sign was also negative on the left side. Reflex testing revealed 2+ responses in both biceps, 1 + responses in both triceps and wrist extensors, 1 + responses in both knees and 0+ responses in both ankles.